Event description:
In 2009, the lay user/reporter contacted lifescan (lfs) to report the one touch ultralink meter was giving inaccurately erratic readings with the control solution. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. Began in 2009, the pt obtained control solution readings on the reported meter that were outside the acceptable range of 108 mg/dl to 145 mg/dl. The pt obtained readings ranging from 90 mg/dl to 150 mg/dl. During this time period, the pt experienced no symptoms of high or low blood glucose readings, and took no actions due to the issue. At about one month later, the pt contacted her hcp for assistance/advice, who advised the pt to contact lfs. The pt received no treatment. During the troubleshooting telephone call, the customer care advocate determined the pt's testing technique was correct, the control solution was correct, the control solution and test strips were in good condition and within expiration dating, and the meter was programmed with the correct unit of measure and calibration code number. The meter, test strips and control solution were replaced. The pt did not suffer an adverse event due to the reported meter. The pt experienced no symptoms and received no medical treatment. However, as the control solution accuracy issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.